Event description:
It was reported that the bd luer-lok¿ 1-ml syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: we recently received a complaint regarding a deformation of a bd 5ml syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 07-oct-2022. Investigation summary: one photo and one sample were received by our quality team for evaluation. From the returned photo and sample, damage on the barrel was observed. A review of the internal manufacturing device records and raw material history files for the potential lot numbers was performed and no recorded quality problems or rejections to this incident were found. The quality team observed damage to the syringe flange and bottom section of the barrel. The markings on the barrel were also printed out of alignment, which indicates that the issue started at the assembly machine. After assessing the movement of barrels in the assembly machine, the most probable root cause has been identified as improper sitting of the syringe barrel in the rotating dial pocket. A syringe barrel that is seated high in the pocket and not slotted properly into the bottom tooling would result in the flange striking the machine flange guide, damaging the flange. The subsequent downward motion of the top tooling will force the syringe barrel into the bottom tooling without proper alignment, resulting in damage to the bottom section of the syringe barrel. The rotating dial feed area will be modified to ensure syringe barrels do not sit high by adding a plastic sheet to guide the syringes into the rotating dial pockets.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: we recently received a complaint regarding a deformation of a bd 5ml syringe.

Manufacturer narrative:
There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 1187482. Medical device expiration date: 30-jun-2026. Device manufacture date: 21-jul-2021. Medical device lot #: 1287173. Medical device expiration date: 31-oct-2026. Device manufacture date: 13-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.